Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had experienced multiple issues after using the product following a recent ankle surgery. She reported having developed yeast infections and bladder infections, which had persisted for nearly two months. She advised others to be cautious, noting that she had maintained cleanliness and had changed the attachment frequently. She stated that the product had initially helped by reducing the need to stand on her newly operated ankle, but it eventually became ineffective.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had experienced multiple issues after using the purewick fec following a recent ankle surgery. She reported having developed yeast infections and bladder infections, which had persisted for nearly two months. She advised others to be cautious, noting that she had maintained cleanliness and had changed the attachment frequently. She stated that the product had initially helped by reducing the need to stand on her newly operated ankle, but it eventually became ineffective.